Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member of patient) regarding a patient who was receiving morphine of an unknown concentration at a dose rate of 1.0618 mg/day via an implantable pump for non-malignant pain. It was reported the patient had been experiencing a lot of severe back pain since last saturday (B)(6) 2019) and now she had a lot of nausea. They took the patient to the emergency room (ER) yesterday (B)(6) 2019) and they gave her some morphine which did ease her pain a little, but she was still in pain and she didn¿t feel anything when they give her a bolus. The reporter was questioning if the patient¿s pump ran out of medication, even though their refill wasn¿t until 2019-jun-01. It was noted that no pump alarm was heard, and the patient has had no falls or trauma. No interventions were mentioned at the time of the report. The situation was being addressed by the healthcare provider. The patient was currently in the hospital and her potassium level was down. It was noted that hopefully they come up in the morning so they could get her to the pump managing physician¿s office, but they wouldn¿t release her until the potassium levels go up. Following up with the healthcare provider (hcp) and having the hcp determine if the pump had prematurely run out of medication, or if there was an issue with her catheter that could explain the issue was being considered. It was further reported that the ER did a cat scan and that everything was fine, but they did not know if it would show a kink or not. It was reviewed at the time of the report that dye is used to determine any catheter issue and that they should follow-up with the hcp. No further patient complications have been reported as a result of this event.